Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a total of five reloads did not fire. Two reloads which came from one batch and one more reload from another did not fire as the surgeon was unable to squeeze the handle. The other 2 reloads were from a third batch where the surgeon was unable to fire surgeon due to being unable to press the green button.